Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an dust-like contamination on the flip lid, the flip lid seal, the tank dry box seal, the inlet seal, the heater plate, the iso (international organization of standardization) port, the water tank, ui (user interface) panel, the air inlet, the air outlet port, the top cover, the bottom enclosure, the pca (printed circuit assembly), the side cover, the blower housing, the blower cap, the blower motor, the blower outlet bellows, and on the sound abatement foam. A piece of unknown brown contamination on the side cover. Pieces of unknown light brown contamination on the top cover. Unknown yellow residue on the inlet seal. Potential dried liquid spots or mineral deposits on the blower motor, indicating potential liquid ingress. Small particles of the sound abatement foam were stuck to the bottom of the blower housing. A long hair-like fiber on the heater plate. Hair-like fibers in the water tank. Unknown brown residue on the bottom housing. Unknown yellow residue on the flip lid seal. The contamination found in the humidifier enclosure are considered not to be in the airpath. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.